Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device would not deactivate and it remained hot. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital is unable to provide the exact event date; however, the event took place approximately two weeks prior to the date of this report.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage: there was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. Cycle life testing was performed on the hemopro; the device self-activated prior to the first cycle of the test. The device handle was opened to verify connections; under magnification, contamination that is consistent with soldering flux was observed on the switch body, actuator and the lever of the micro switch. The contamination caused the micro switch to remain in the "on" position. No nonconformities were observed with the solder joints. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. The following two immediate remedial actions were taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).